Manufacturer narrative:
The computer was replaced in the system and the software upgraded with the computer replacement. This resolved the issue. System is now fully functional. Customer will not return the suspect computer.

Manufacturer narrative:
(B)(6). On 11/17/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Navigation system is up and running. Noted was that the navigation system unexpected exit appeared only sporadic. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a cranial procedure, their navigation system unexpectedly exited. The status was reported as mach cranial 5.2 software was active and it was chosen in the setting navigation mode. There was no activity in the moment during the shut-down. No further details were provided. The surgeon re-started the navigation system and continued to use navigation. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.